Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that after an in office evaluation, out of range impedance measurements were noted. The involved lead is a non boston scientific product. No further information was provided regarding this issue. Additionally, the patient requested information to boston scientific technical services (ts) related to the longevity of this device. Ts discussed further evaluation by the clinic to provide more details related to the battery status of the device. Additional information was received that this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
It was reported, that the patient with this cardiac resynchronization therapy defibrillator (crt-d). Stated, that after an in office evaluation, out of range impedance measurements were noted. No further information was provided regarding this issue. Additionally, the patient requested information to boston scientific technical services (ts) related to the longevity of this device. Ts discussed further evaluation by the clinic to provide more details related to the battery status of the device. No adverse patient effects were reported. At this time, this device remains in service.